Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for replacement was that the patient had an ipg charging issue.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.